Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited a high ventricular rate (hvr) via a (B)(6). Net transmission. It appeared that hvr was due to far field p wave oversensing on the ventricular channel. The ventricular sensitivity was decreased to 2.5 mv. The patient will be monitored.